Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a open vaginal hysterectomy, the device¿s needle tip broke off and fell into the patient¿s cavity. An xray was performed with a negative result and the needle tip could not be located. The surgery was extended for thirty minutes and more due to the surgeon looking for the needle tip and for the x-ray. The patient was alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of two devices. The visual inspection of the photograph noted zero sutures and two needles. One of the needles was observed to have a broken tip (addressed in pe# (B)(4)), but the other had no visual abnormalities. Unfortunately, because no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.